Event description:
It was reported that during priming with a pf 2000 n, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, pictures of the sample was provided for evaluation. The visual inspection of the three provided photos showed in photo one the product label. Photo two and three showed the product during use with bubbles/foam visible in the header area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.